Manufacturer narrative:
Corrected data: device was not returned. An event regarding crack/fracture involving an unknown triathlon tibial trial was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
User facility report # (B)(4): trial tibial insert broke during case. All fragments were recovered. An x-ray taken per protocol-confirmed no foreign objects. Original procedure was to convert a left knee to total knee arthroplasty.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
User facility report # (B)(4): trial tibial insert broke during case. All fragments were recovered. An x-ray taken per protocol-confirmed no foreign objects. Original procedure was to convert a left knee to total knee arthroplasty.